Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported during the angio-seal training process, the physician placed an angio-seal. Twelve hrs later, the pt bled and went into shock. The pt was successfully resuscitated. Manual compression was applied to the bleeding groin site. The pt was reportedly doing fine.